Event description:
It was reported that elective replacement indicator to end of life margin for this pulse generator was short. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.